Event description:
The patient underwent a revision today due to the location of the ins was uncomfortable. The ins was going to be replaced with a 3023, adding an extension, and implanted in the abdomen. Additional information has been requested.

Manufacturer narrative:
Lead model 3889-28, lot# v260802, implanted: 2009-(B)(6), explanted: programmer model 3037, serial# (B)(4). (B)(4).